Event description:
The customer reported that the battery won't stay charged. There is no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.